Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call missing sensor cannula. Customer's blood glucose level was 154 mg/dl. Customer advised they removed the sensor from their body and realized the cannula was missing. Customer advised half of the cannula was on their skin and the other half was on broken off of the sensor. Customer declined to troubleshoot for the bent sensor cannula and wanted a replacement. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor cannula broken. Unable to confirm that the customer received sensor in said condition due to the product being returned opened/used.